Event description:
After coil detachment, it was reported that the catheter tip separated with the coil. The entire system was removed from the pt, including the coil. The catheter was reported to have been steam shaped prior to use. The pt was reported to have an infarction.

Manufacturer narrative:
Evaluation of the returned device confirmed that the distal tip/marker band has been separated from the catheter and stayed on the implant coil. Based on the investigation, the separation of the distal tip/marker band is likely to have occurred as a result of shaping the tip of the catheter.